Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mos2. The charge amount drawn from the battery matches the measured battery voltage. There was no indication of a device malfunction.

Event description:
It was reported that approx. 55 months after the implantation this device was replaced due to a battery issue associated with a field safety corrective action, bio-lqc, initiated in march 2021. There was no complaint associated with the device.